Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A consumer who was implanted for headaches reported via the manufacturer¿s representative (rep) they had grabbing/pressure near their right ear. The manufacturer¿s representative (rep) met with the consumer on (B)(6) 2016 for post-operative reprogramming. An impedance test was performed with 15 electrode configurations giving readings over 10,000. Reprogramming was performed and the active electrodes were shifted which resolved the issue. After the appointment, the consumer was in a car accident. Following the accident the stimulator stopped working. After this the consumer began to experience headaches, nausea, soreness/tenderness along the wires, and sometimes felt shocking along the lead/extension tunneling track. An impedance test was performed in the emergency room the day following the accident which showed 21 electrode configurations were over 10,000 ohms. Reprogramming was performed to begin providing stimulation coverage of the consumer¿s painful area. It was unknown if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the manufacturer representative from the patient that reported that the patient was now experiencing pain and shocking at the generator site and going up the posterior head. The manufacturer representative met with the patient for troubleshooting. The leads were noted by the patient to be subcutaneous in the occipital area. She reports 90% pain relief from intense headaches. It was suggested that the patient turn stimulation off for a day or so leading up to the appointment to see if the pain and shocking occurs with the stimulation off. The patient was having painful shocking/jolting and itching.

Event description:
Additional information was received from the manufacturer representative. It was reported electrode 7 was out of range (>20000 ohms). The cause of the high impedances and shocking/jolting along the leads and at the pocket site was unknown. No surgical intervention had been performed. Reprogramming was done with successful stim pattern. All symptoms were resolved. The patient reported that they had "been back on track" and stimulation was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.